Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise with isometric testing by arm moved across body. The lead was reprogrammed. The patient was in stable condition.

Event description:
New information on (B)(6) 2016 stated that the lead exhibited two non sustained noise signals. The patient was asymptomatic. Noise could not be reproducible with isometric testing. All other electrical measurements were fine. No intervention was performed. The patient would continue to be monitored.